Event description:
The customer reported that the system displayed communication error messages between the generator and the controller. This error message will likely cause the system to shut down or lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was reseated. The system was then found to be operating as intended.